Event description:
It was reported to nova biomedical on (B)(4) 2013 that sometime during the month of (B)(6) 2013, the consumer continued to administer insulin based on multiple high readings on their blood glucose meter throughout the day. The consumer subsequently experienced a hypoglycemic event requiring medical and emergent foot intervention. The meter and test strips will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.